Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the insertable cardiac monitor (icm) experienced under-sensing, leading to a false pause episode, possibly due to positional changes. There was no intervention undertaken. The patient will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.